Event description:
Patient called lfs in 6/03 alleging that the meter would not only prompt the error 1 message. Patient experienced shakiness at the time of trying to test on the meter. Patient was worried that they may have taken too much insulin when they were not able to get bg on meter, however, no adverse event was reported. The issue with the meter was not resolved. The meter is being replaced. No further information has been reported.